Manufacturer narrative:
(B)(4)

Event description:
It was reported that the system was explanted due to infection. Since the patient was dependent, a pacing lead (serial number (B)(4)) with a temporary external generator was implanted and the patient was discharged. According to the patient's record and verbal testimony from the daughter, the father made the decision to withhold further care after the system was removed. The patient expired soon after. There is no known allegation from a health professional that the death was related to the system.